Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per case details, after a left total hip revision performed of (B)(6) 2010, patient reported hip dislocation. The hip relocated which was treated with a hip abductor brace. ¿on last follow up, performed on (B)(6) 2010, the report indicates patient was pain free and hip prothesis in excellent position with stable interfaces.¿ it has been reported that no additional information is available. No further patient specific clinically relevant information was provided for evaluation. Without clinically relevant information for evaluation, the root cause of the reported events cannot be definitively concluded. Further patient impact beyond the reported symptoms could not be assessed. No further medical assessment could be rendered at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that after medically indicated revision of left total hip performed of (B)(6) 2010, where mdf rev implant 300mm sz 21 was implanted, patient reported hip dislocation. The hip was relocated and the patient started to wear a hip abductor brace as treatment. On last follow up, performed on (B)(6) 2010, the report indicates patient was pain free and hip prothesis in excellent position with stable interfaces. The contribution of mdf rev implant 300mm sz 21 to the reported adverse event could not be discarded at this time. This same patient was also treated for a wound infection on (B)(6) 2021. Additional information is unknown. This de-identified clinical data is related to a post market clinical follow-up activity for redapt sleeved mono stems. As the data collection activity has been done retrospectively and data is provided anonymized, the information provided is limited and further information cannot be obtained.